Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. There is no evidence to suggest that the device was not manufactured to specifications. Based on the available information it is believed, that the advancement difficulties observed in relation to passing the aortic arch were not related to device performance, but rather to patient condition. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent taa repair. The patient's aorta arch was previously replaced with an artificial vessel with an elephant trunk. To treat remained taa in the descending aorta, the physician inserted a zteg-2p-24-115-pf from the right femoral over tscmg-35-260-3-les-jp, however, the delivery system would not pass the aorta arch. He tried pull-through technique too, but it didn't work ((B)(4)). He replaced it with gore's product and placed the stent graft successfully. Then he placed zteg-2p-30-120-pf in the distal side. Then he attempted to place esbe-26-80-t-jp to treat proximal type I endoleak but the delivery system would not pass the aorta arch ((B)(4)). He placed a gore's product instead. He confirmed the leak was solved and completed the procedure. Patient outcome: the patient is doing fine after the procedure.